Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the date indicated pacing capture threshold in the rv (right ventricle) was elevated. Average ventricular threshold is elevated and variable.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to unexpected longevity. Elevated thresholds were observed on the right atrial (ra) and right ventricular (rv) leads which remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted (B)(6) 2010. (B)(4).